Manufacturer narrative:
The device involved in the event was not returned for evaluation. (B)(4).

Event description:
It was reported the coil could not be detached. Upon removal, the coil detached inside the catheter. No patient injury reported.